Event description:
Information was received from a consumer regarding a patient who was receiving clonidine 10.503 mcg/day and morphine 21.005 mg/day (unknown concentration) via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2017. It was reported the patient had symptoms that the pump was not working on (B)(6) 2017. The pump was not beeping. The patient was really dizzy, sick, can't handle certain smells, the symptoms she gets when her pump dies. The patient was redirected to follow up with their healthcare provider. No further complications were reported.